Event description:
It was reported that the connection between the sensor and the three way stop cock was damaged.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Zero-stopcock was completely broken off at uv bond joint with flotrac housing. Damage occurred at flotrac housing male luer. Stress marks were evident around entire bonded stopcock female luer.